Event description:
Surgeon said that the debris from the polyethylene cup may have caused osteolysis and it caused the cup dislocation. After the head was removed, there were black marks on the inside of the head and on the stem trunnion that looked like scorch marks. Micromotion may have occurred.

Manufacturer narrative:
An event regarding loosening and wear/osteolysis involving a crossfire shell was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis: "inspection showed the proximal and distal surfaces, respectively, of the v40 head and all-poly crossfire cup and the side view of the proximal end of the all-poly crossfire cup with the locking ring exposed in regions and bone cement covering the locking ring in other regions." Material analysis: a material analysis was performed and concluded the following: "review of v40 vitallium head, catalogue # 6260-5-628, lot code 49900503 and all-poly crossfire cup, catalogue # 61c-2844 confirmed discolouration on the v40 head. Characterisation using energy dispersive spectroscopy confirmed oxidation of the discoloured regions within the v40 head taper, indicating corrosion. No manufacturing related defects were observed on the examined areas of the femoral head or the crossfire cup." -clinician review: a review of the provided medical information by a clinical consultant indicated: "the view of the radiograph appears almost the same but the contour of the acetabulum appears different. On the first x-ray there appears to be cement or something of bony-type density within the pelvic area and it is no longer seen on the second x-ray. Also, the acetabulum is somewhat eroded superior laterally on the first x-ray and it appears very healthy on the second x-ray. In addition, the greater trochanter appears normal on the second x-ray where it was eroded significantly on the first x-ray. In addition, the lesser trochanter is visualized in the same view but the calcar seems to be reconstituted on the second x-ray. I cannot explain these findings. I would have to look at various views to reconcile the second x-ray with the first. No other information is provided. Conclusion of assessment: this inquiry reports the revision of a total hip replacement 6 years after implantation due to osteolysis and loosening. I cannot confirm that this event took place since I cannot reconcile the pre-op and post-op radiographs regarding the appearance of the hip bony anatomy. Please see my comments above. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of osteolysis are multifactorial including implant factors, surgical technique factors and patient factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to cup "dislocation" (loosening) and black discoloration of the metal head. Visual inspection was performed as part of the material analysis: "inspection showed the proximal and distal surfaces, respectively, of the v40 head and all-poly crossfire cup and the side view of the proximal end of the all-poly crossfire cup with the locking ring exposed in regions and bone cement covering the locking ring in other regions." The material analysis concluded the following: "review of v40 vitallium head, catalogue # 6260-5-628, lot code 49900503 and all-poly crossfire cup, catalogue # 61c-2844 confirmed discolouration on the v40 head. Characterisation using energy dispersive spectroscopy confirmed oxidation of the discoloured regions within the v40 head taper, indicating corrosion. No manufacturing related defects were observed on the examined areas of the femoral head or the crossfire cup." A review of the provided medical information by a clinical consultant indicated: "the view of the radiograph appears almost the same but the contour of the acetabulum appears different. On the first x-ray there appears to be cement or something of bony-type density within the pelvic area and it is no longer seen on the second x-ray. Also, the acetabulum is somewhat eroded superior laterally on the first x-ray and it appears very healthy on the second x-ray. In addition, the greater trochanter appears normal on the second x-ray where it was eroded significantly on the first x-ray. In addition, the lesser trochanter is visualized in the same view but the calcar seems to be reconstituted on the second x-ray. I cannot explain these findings. I would have to look at various views to reconcile the second x-ray with the first. No other information is provided. Conclusion of assessment: this inquiry reports the revision of a total hip replacement 6 years after implantation due to osteolysis and loosening. I cannot confirm that this event took place since I cannot reconcile the pre-op and post-op radiographs regarding the appearance of the hip bony anatomy. Please see my comments above. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of osteolysis are multifactorial including implant factors, surgical technique factors and patient factors." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon said that the debris from the polyethylene cup may have caused osteolysis and it caused the cup dislocation. After the head was removed, there were black marks on the inside of the head and on the stem trunnion that looked like scorch marks. Micromotion may have occurred.